Event description:
Patient was intubated on (B)(6) 2024 for airway protection, initially with a 7.5ett(endotracheal tube). After insertion of the trach tube, it was noted that the patient was not receiving tidal volumes <200ml after being placed on mechanical ventilator. Garg, md was notified and ett was switched to an 8.0ett using a boujie. Cuff was checked prior to insertion of both ett using a 10cc syringe. After switching of tube, patient remained in stable condition.